Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Samples were received for evaluation. Samples were visual and functional inspected. During functional inspection a leak was detected between the connection of tubing line and cross spike connector. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported defective condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the tube feeding was leaking down the tubing. The leak appeared from the bottom of the screw in connector. There was no harm to the patient.